Event description:
Customer states left wheel brake is not catching at times. Customer states when in home and driving into living room, customer let off of joystick and right brake engaged but left brake did not, causing chair to veer to the right. Customer was able to engage brake after chair stopped.